Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Investigation summary ==> the product was returned to ethicon for evaluation. Forty-three unopened samples were received for analysis. The product code is vcp433h. Following the sampling plan, a visual inspection was conducted on thirteen samples. The swage and attachment area were noted to be as expected. The sutures were dispensed without issues. The needle tensile pull test was performed for the thirteen samples using instron equipment and the pull result was greater than the minimum requirements. Although, the sutures in all the samples were noted with significant difference in suture¿s diameter and coloration at the tipping area. As per this condition observed in the sutures, flex test was performed on the remaining thirty samples, five samples passed and twenty-five did not meet the requirements due to improper tipping, as the suture was breaking away from the swage area. Based on the information currently available, damaged suture was identified during the investigation of the sample received. This product issue will be addressed through the ethicon quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance., additional investigation summary ==> the product was returned to ethicon for evaluation. One winding former with a needle and partially dispensed suture outside the foil packet was received for analysis. Product code vcp433. The swage and attachment area were noted as expected during the visual inspection of needle. The barrel hole of needle was examined under magnification and remnant suture was noted. The suture was examined, and the end was observed to be broken. This type of detachment mode is most likely related to improper tipping, as the suture is breaking away from the swage area. Based on the information currently available, damaged suture was identified during the investigation of the sample received. This product issue will be addressed through the ethicon quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. The following information was requested, but unavailable:* were there any patient consequences? --received information as following from sales rep via phone today. Please refer to the event description, other information requested is unknown.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and a suture was used. The problem of the suture pulling off the needle happened while the nurse was using it. Stop using. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/25/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A photo upon which this medwatch is based has been received, however, the photo evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information was requested, the following was obtained: I checked with cg labs and all seven devices were received under the one lot number 1032te. Representative samples were also lot 1032te. No device was received for 102gsp. If you have in your possession additional product. Please return and the file will be updated. --the returned product qty was updated in aei (a-12623252), and according double check the lot 1032te returned 49 and lot 102gsp returned 1. Enclosed please find the photo for 102gsp.